Event description:
The endotracheal tube was secured after intubation without incident. Post intubation, endotracheal tube found to have moved from original position. During assessment of device, the plastic fastener piece on securement device found broken. The required a new tube to be placed with new securement device.